Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 412mg/dl. The customer was experiencing high blood glucose for the past three days. Troubleshooting was performed. It was stated that the customer changed the infusion set on (B)(6) 2011. The programming. Time, and date were correct. Ran a fixed prime and high pressure test and the insulin pump passed the tests.